Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pain, swelling in the legs, blood clots, filter occlusion, internal bleeding, and the filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Occlusion within the filter and blood clots do not represent a device malfunction. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency leading to swelling within lower extremities and pain. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal, the patient underwent placement of the trapease vena cava filter on or about (B)(6) 2016. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pain, swelling in the legs, blood clots, filter occlusion, internal bleeding, and the filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.